Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. Ten (10) devices were functionally/visually inspected in the field. The devices were repaired and returned to use. Four (4) devices were not evaluated, as a probable cause for the issue was identified during communication between the customer and stryker and no further assistance was requested by the customer. One (1) device was not evaluated and no cause was determined, as the customer did not make the device accessible for testing. One (1) device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 16 malfunction events, where it was reported the devices experienced fluid leaks onto floor. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The device that was pending evaluation was not made available by the customer; the reported issue was not confirmed. Section h codes have been updated to reflect this.

Event description:
No new information.